Event description:
It was reported that, "when the user was firing the staples during use, some of them came out in unformed/unclosed condition. Therefore, a new unit was used to complete the procedure. No injury to the patient occurred".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and w ithout magnification. The stapler was returned with the trigger partially engaged and one partially formed staple in the mouth. There were signs of biological material on the device. The stapler was received with 28 staples left in the cartridge, indicating that the customer fired at least 7 staples. The reported complaint of "misfire/jam - staples not forming/closing" was confirmed based upon the sample received. Upon functional testing, the first firing attempt in the air had one staple fully form and released properly. The stapler was then fired into a skin pad and twenty-four staples fired properly and the twenty-fifth staple that was fired, did not properly form. The remaining two staples fired properly afterwards. The stapler was then disassembled, and it was determined that the forming tool was defective. The tab on the forming tool was bent inwards; the tab holds the anvil in place when assembled in the cover block. Die casting anomalies were discovered on the forming tool. A non-conformance was initiated by the manufacturing site to further evaluate this issue. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that, "when the user was firing the staples during use, some of them came out in unformed/unclosed condition. Therefore, a new unit was used to complete the procedure. No injury to the patient occurred".